Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 309653 and lot number 9207684. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, twenty-eight samples were received for evaluation by our quality team. The samples are all 60ml and came in sealed packaging blisters. A visual inspection was performed and no defects or imperfections were observed. A leakage test was performed and all samples passed. Based on the investigation results, the samples received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. However, bd recently transitioned from the 60ml syringe to the 50ml syringe to mitigate the leakage past stopper symptom. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked past the stopper while filling it. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "per the clinician, ¿the educator was filing a syringe to use for education purposes with the alaris pump. While filling the syringe it started to leak around the rubber part of the plunger and down onto her hand. We found multiple syringes from the same lot number that had the same issue.¿ no patient harm. Event occurred on (B)(6) 2021."